Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon over reamed 1mm for the femoral stem, and broached and trialed appropriately. The real femoral construct sat proud and would not fully seat. It sat proud 3mm. Due to this, the patient has a gap misbalance, and will not fully extend. The pressfit for this construct is too much. Unless the surgeon plans to break femurs to seat fully, it is very difficult if not impossible to seat fully like the trial construct sat. A surgical delay of 20 seconds was noted. Doe: (B)(6) 2020.

Manufacturer narrative:
Product complaint # : (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.